Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter; product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the volume discrepancy was first noticed on (B)(6) 2019. The causes of the volume discrepancy, catheter segments being left in the patient, and the higher than normal pressure at refill were all unknown. The patient will continue to be observed for any issues. No interventions were taken to resolve the higher than normal pressure at refill. The volume discrepancy and higher than normal pressure were resolved. The patient's weight was (B)(6). No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that at the refill they expected to pull back 24ml and they pulled back 34ml. It was reported that volume discrepancies were noted on 2 previous refills. It was reported that a dye study was done and the catheter appeared patent and was easy to aspirate. During the dye study the hcp could see extra catheter segments. At one of the previous volume discrepancies they tried to inject the aspirated drug back into the reservoir and they could not inject all of it. The hcp aspirated 30ml but could only inject 20ml, but since then the issue hasn't happened again. The hcp also reported that at one point when they accessed the pump without the tubing and they hcp felt like there was extra pressure in the pump and the drug "shot out" more than expected. The patient's dose was increased and the father of the patient doesn¿t feel like the patient is getting the same therapeutic benefit as before. The hcp reported that the csf they aspirated seemed to have a yellow tinge to it. No further complications were reported.